Event description:
On 01/19/1999, the crew arrived to find a 49 year old male pt (12 year survivor of a heart transplant) in cardiac arrest. Cardiopulmonary resuscitation was already in progress. The forerunner was first attached and then the pt was moved. During the move, the unit fell to the carpeted floor, after which it displayed "device not operable" with a red x in the window. They inserted a new battery and got the prompt "failed previous self test" with the red x. The advanced life support crew attached their lifepak 10 and were able to get a reading indicating a non-shockable rhythm. The pt was pronounced in the field. Later at the station, the "bit" was run successfully.